Manufacturer narrative:
(B)(4).

Event description:
The pt observed an elective replacement indicator (eri) message on their programmer. Her neurostimulator was replaced with a rechargable model. Additional information on the event was requested. Additional information was requested.